Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Additional, changed, and/or corrected data: a.4., a.6., b.3., b.5., b.6. D.4., h.4., h.6., h.11.

Event description:
Healthcare professional reported "patient with allergan smooth implants and rupture confirmed by MRI". Healthcare professional later reported capsular contracture baker iii. This record is for the right side. Device has been explanted.